Manufacturer narrative:
The endowrist vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb). The blue light indicator on the icb lit up on indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument installed on an in-house system passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be with in specifications. The instrument passed the electrode gap test and the gap was found to be within specifications. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted nissen fundoplication procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted nissen fundoplication procedure, the da vinci system produced an audible tone indicating the sealing function was working properly, however, the endowrist vessel sealer instrument did not seal properly. The instrument would cut but was giving an incomplete seal. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed.